Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized for non-diabetes related issue. Customer requested information on insulin pump to assure that it was functioning properly since getting out of the hospital. Customer was assisted in checking insulin pump. Customer was advised to monitor insulin pump.